Manufacturer narrative:
H6: product was returned, 4114- device not returned is no longer applicable to ¿type of investigation.¿ a visual inspection was conducted on the returned drill bit. The bit shows signs of use including marking and scratching on the bit surface. Further inspection shows the drill has fractured near where the fluted portion of the drill meets the drill base. A fracture analysis was not conducted as this is the only reported fracture. A definitive root cause cannot be determined. The reported event is confirmed based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - brazil. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill fractured during use. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.